Event description:
It was reported that the main menu could not be accessed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.